Event description:
It is reported that a customer's car was broken into and his supplies were stolen for his insulin pump. The patient's blood glucose level was at 210 mg/dl. The customer was sent a new serter. No further information was provided.

Manufacturer narrative:
Currently ,it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.